Manufacturer narrative:
Site reported the light adjustable lens had been implanted backwards into the patient's eye. The lens was repositioned on 4/21/2022. Rxsight's first awareness of the event was 4/30/2022. Device history record for the lens was reviewed. No issues were noted. The lens remains implanted.

Event description:
Site reported the light adjustable lens had been implanted backwards into the patient's eye. The lens was repositioned on 4/21/2022. Rxsight's first awareness of the event was 4/30/2022.